Event description:
It was reported that the patient presented in clinic for follow up. Interrogation of device revealed the right atrial (ra) lead exhibited failure to capture and was sensing the ventricular signal due to lead dislodgement. The ra lead was explanted and replaced without issue. The patient was in stable condition.